Event description:
This event is reportable based on the product analysis. It was reported that during a drug eluting stenting procedure of the left anterior descending artery the physician was unable to cross the lesion with a 3.00x28mm taxus liberte stent. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was a shaft facture.

Manufacturer narrative:
Device evaluation: visual examination of the unit revealed a shaft hypotube break, measured approximately 80cm distal from the strain relief. No other kinks or damage were noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint is unknown.